Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient being treated for coronary artery stenting following an mi(myocardial infarction), shortly into the procedure, following contrast media infusion, guidewire placement and balloon catheter angioplasty, the patient complained of being unwell and rapidly deteriorated on the table and suffered heart failure. It is suggested by the treating cardiologist that the patient experienced a sudden deterioration related to possible anaphylaxis and that this could be have been induced by polyethylene glycol (peg) exposure.